Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with the device not working as intended resulting in recurring incontinence. The aus was replaced, and the cuff was found to have lost pressure. There were no additional patient complications reported.